Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam.patient alleged difficulty breathing/short of breath.there was no report of patient serious or permanent harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.